Event description:
It was reported that the patient presented for system extraction due to pocket infection. Vegetation was observed on the leads. The entire system, including the pacemaker, right ventricular lead, right atrial lead and left ventricular lead, was explanted. A lead was used as a temporary pacemaker on (B)(6) 2026 and was subsequently explanted during the implantation of a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.

Event description:
It was reported that the patient presented for system extraction due to pocket infection. The entire system, including the pacemaker, right ventricular lead, right atrial lead and left ventricular lead, was explanted and replaced with a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Further information was requested but not received.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented for system extraction due to pocket infection. Vegetation was observed on the leads. The entire system, including the pacemaker, right ventricular lead, right atrial lead and left ventricular lead, was explanted. A lead was used as a temporary pacemaker on (B)(6) 2026 and was subsequently explanted during the implantation of a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition." Rather than "it was reported that the patient presented for system extraction due to pocket infection. The entire system, including the pacemaker, right ventricular lead, right atrial lead and left ventricular lead, was explanted and replaced with a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition."correction: section d10 - concomitant medical products and therapy dates should not have been filled.